Event description:
On sept 28, 2007, the lay user/patient contacted lifescan united kingdom alleging the one touch ultraeasy meter does not power on and sometimes gives an unspecified error message. The medical affairs specialist sent follow-up questions to the customer service representative (csr) in the UK to ask the patient but the csr was not able to contact the patient on two occasions. The patient states the meter has not been functioning properly since eight days earlier. Specifically, the patient states the meter does not power and sometimes gives an unspecified error message. The patient states, the battery has been replaced since, but not with the correct type. The patient also lost the battery cover and had taped the batteries in place. The hospital recommended that the patient contact lifescan about the issue as he was having trouble with the meter. Since the issue began, the patient has reduced his dosage of novorapid insulin by about 4 units "on a regular basis" but has continued to take the same dosage of basal glargine. The patient's normal insulin dosages were not specified. The reason the patient reduced his dosage of novorapid insulin was also not specified. At some point between that day and the original date, when the patient contacted lifescan, he experienced symptoms of shaking and dizziness, which he attributed to hypoglycemia. He treated the symptoms with high sugar food but was unable to test his blood glucose so he felt uneasy about the situation. The patient stated that he tests his blood glucose 8 times daily. During the trouble shooting telephone call,the meter powered on upon strip insertion but the display was fading. The csr did not determine any further trouble shooting information. This complaint is being reported because the patient alleged the meter does not power on and sometimes gives an unspecified error message and after the issue he had symptoms which he attributes to being hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.